Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 79" (201 cm) appx 9.7 ml, 60 drop admin set w/15 micron filter, clave, easydrop flow controller, rotating luer w/filter cap, where it was reported there were air in line issues. There was no report of patient harm or patient involvement. No additional information available.